Event description:
Physician reported an incident of corneal opacity occurring after instillation of the product into the pt's anterior chamber following a sclerocorneal incision. Surgery converted to ecce due to poor visual field.